Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal lead segment was performed. Visual inspection noted the lead had been severed 62.5cm from terminal pin. Additionally, there were multiple marks on the distal shocking coils. Resistance and pressure testing were performed which confirmed the electrical continuity and insulation integrity of the segment. Analysis determined the damage to the lead was the result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient presented to the hospital not feeling well. A review of lead diagnostics noted decreased pacing impedance and sensing measurements. An x-ray revealed this right ventricular (rv) lead had perforated the intercostal muscle. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this patient had previously presented with a syncopal event. Elevated pacing threshold measurements were also reported in addition to episodes of noise which were oversensed by the device. These episodes were inappropriately labeled as ventricular tachycardia (vt) and ventricular fibrillation (vf). This investigation will be updated should further information be provided.